Manufacturer narrative:
Device alarmed compromised force sensor system alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that, the insulin pump had compromised force sensor system alert and insulin squirt out during manual prime. The blood glucose was 153 mg/dl at the time of the incident. The device will be returned for analysis.